Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros ammonia (amon) quality control result was obtained from a non-vitros biorad control fluid using vitros amon slide lot 1019-0264-3588 on a vitros xt 7600 integrated system. Biorad lot 54350 level 3 result of 293.3 umol/l versus the baseline mean of 224.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon result was from a non-patient fluid. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 603958.

Manufacturer narrative:
The investigation determined that a higher than expected vitros ammonia (amon) quality control result was obtained from a non-vitros biorad control fluid using vitros amon slide lot 1019-0264-3588 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument related issue likely due to contamination of the microslide incubator. Based on acceptable historical quality control results leading up to the event, a vitros amon lot 1019-0264-3588 related issue is not a likely contributor to the event. As vitros amon lot 1019-0264-3588 inventory was almost depleted, the customer moved to an alternate amon lot 1019-0263-2366 and obtained higher than expected quality control results on that lot as well. The customer then performed as required maintenance actions of microslides incubator cleaning and acceptable quality control results were obtained post cleaning using vitros amon lot 1019-0263-2366. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros amon reagent lots 1019-0264-3588 or 1019-0263-2366. Although no precision testing was performed on the vitros xt7600 system, acceptable biorad quality control results were obtained after cleaning the microslide incubator, further indicating that the issue was related to microslide incubator contamination.